Event description:
Allegedly the patient was revised due to possible osteolysis; cultures taken.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.